Event description:
Event description boston scientific crm received information that during ventricular threshold testing, this device (which is part of advisory regarding the crystal timing component) and right ventricular lead exhibited non-capture resulting in a few seconds of symptomatic asystole for the pacer-dependent patient. The test was stopped immeadiately. The field representative believed the initial output for the threshold testing was enough to maintain caputre. The lead impedances were normal and there was no apparent noise.